Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hematoma is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The article provided results of the retrospective analysis of 31 patients treated with full dose thrombolysis and mechanical recanalization for the medial cerebral artery (mca) or the distal internal carotid artery occlusion. The purpose of this analysis to determine the proportion of hemorrhagic infarctions and parenchymal hematomas. Post procedure, one patient treated with subject retrieval device had parenchymal hematoma type 2 complication. No further details were provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. This is 2 of 2 reports for this article. The device is not available.

Event description:
The article provided results of the retrospective analysis of 31 patients treated with full dose thrombolysis and mechanical recanalization for the medial cerebral artery (mca) or the distal internal carotid artery occlusion. The purpose of this analysis to determine the proportion of hemorrhagic infarctions and parenchymal hematomas. Post procedure, one patient treated with subject retrieval device had parenchymal hematoma type 2 complication. No further details were provided.